Event description:
It was reported that with 15 bd ultra-fine¿ 6mm x 31g insulin syringe excessive liquid comes out of the barrel and observed droplet at the tip of the needle. The following information was provided by the initial reporter: the customer complained about excessive liquid comes out of the barrel and observed droplet at the tip of the needle. Excessive silicon lubricants.

Manufacturer narrative:
Date of event. The date received by manufacturer has been used for this field. Samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.